Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a persistent atrial fibrillation procedure, the needle pricked the aorta during transseptal puncture, and the patient became hypotensive. Protamine was administered and the patient is stable. There were no alleged performance issues with the device.